Event description:
It was reported that the patient complained of feeling a 'jolt' where the device was implanted, much like 'the feeling from before when they had to replace the wire.' The patient went to the hospital, and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.